Event description:
Ous MDR - patient came into clinic with symptoms of dizziness. Threshold was greater than 7.5v and intermittent capture at 7.5v. Sensing and impedance values were within normal ranges. Patient is pacemaker dependent. Patient had been building a shed and lifting things above his head. Apart from the dizziness, no further adverse patient side effects have been reported. The date of implant was not provided, but this device had been implanted for about 10 months.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The header of the pacemaker was visual inspected, revealing no anomalies. The setscrews could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by theis-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's s memory content was analysed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. The analysis for the lead as well as for the pacemaker did not reveal any sign of a material or manufacturing problem.